Manufacturer narrative:
Findings: unit passed displacement test. Unit received with cracked case on the back at the battery tube area. Unit received with missing keypad overlay. Unit received with minor scratched display window and case. Unit received with faded serial number label. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly or keypad traces. No unlocked lcd keypad connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the keyboard touch has detached. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.